Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The tandem insulin pump infused insulin based upon the cgm value. The last dose of insulin the patient received from the pump prior to the event was 1.43 units at 5:30 am. The patient was found unconscious by her 5-year old son at 6:00 am on (B)(6) 2023. After regaining consciousness at 6:05 am, her symptoms included dizziness, difficulty breathing, tiredness, thirst, and chest pain. Her husband called an ambulance and she was transported to the hospital. The bg finger stick value was 515 mg/dl but the cgm value was 156 mg/dl. Her doctor indicated she was ¿full-blown¿ [presumed to mean hyperglycemic] and she had ketones in her urine and blood. The patient was admitted to the intensive care unit (ICU) and treated with insulin. She remained conscious for the duration of the ICU stay. On (B)(6) 2023 she was discharged home in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.